Event description:
On 05-jul-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded false negative results on a 53 year old male patient with chest pain and shortness of breath. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested result vista (B)(6) 2023 12:05 12:45 1724ng/l I-stat (B)(6) 2023 12:09 12:19 <0.10ng/ml vista (B)(6) 2023 13:53 14:39 1759ng/l I-stat (B)(6) 2023 14:36 14:47 <0.10ng/ml I-stat (B)(6) 2023 15:14 15:24 <0.10ng/ml I-stat (B)(6) 2023 16:11 16:21 0.10ng/ml I-stat (B)(6) 2023 16:22 16:32 <0.10ng/ml vista (B)(6) 2023 19:35 20:10 1797ng/l vista (B)(6) 2023 21:09 22:10 1651ng/l positive cut-off value for I-stat troponin test: .10. Positive cut-off value for comparative instrument: vista: >76ng/ml. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 19-jul-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b23013.